Event description:
The report rec'd from the study indicated that approximately eight months post index procedure, the pt died. The cause of death is not currently known. Pta was being performed on an 80% occluded lesion in the proximal left internal carotid artery of 10mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The lesion was mildly calcified and eccentric with a type iii arch. The pt was asymptomatic at the time of the intervention. The lesion was predilated. An angioguard embolic protection device was successfully deployed and retrieved. An 8x30mm precise stent was successfully deployed at the target site without any malfunction. The residual diameter stenosis was 0%. Post-procedure ck was 28 (upper limit 245) and ck-mb 2.0 (maximum upper limit 4.0). There were no procedural complications and the pt was neurologically intact upon leaving the angio suite. Pre and post-procedure medications included aspirin and clopidogrel. Heparin was administered during the procedure.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Add'l info is pending regarding the pt's death and will be submitted within 30 days upon receipt.